Event description:
Several reports throughout hospital of IV catheters leaking at the hub. All inventory with the same lot number were removed, and the distributor was notified to not send any additional catheters with that lot number.